Manufacturer narrative:
An event of st elevation, tachycardia and air embolism observed during the implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported st elevations, nonspecific EKG/ECG changes in the device results in air embolism could not be conclusively determined. It is believed that extreme snoring with air entrainment contributed to the air embolus/st elevation, tachycardia; however, this cannot be confirmed. The reported unexpected medical intervention was a resulted of case-specific circumstances. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted in patient using a 9f amplatzer talisman delivery system. The patient was placed under conscious sedation for procedure. It's noted that a wet-to-wet connection from the loader to the delivery system was established when the patient was coughing. There was no continuous flush attached and the dilator or guidewire were removed too quickly or slowly. Post-implant, it was noted via electrocardiogram that the patient developed and st elevation and tachycardia. It's suspected that there was presence of an air embolism. A right heart catheterization was performed to check. Thereafter, a head computed tomography scan was performed and revealed a bit of air on the right side. There was no leak in observed in the 9f amplatzer talisman delivery system. The decision was made to place an arterial line and care to the patient accordingly. The patient did not have any other clinical signs or symptoms during or after this event. The patient eventually stabilized. The patient was stable and recovering but being continuously monitored at the time of report. The patient's snoring and coughing are believe to have contributed to the air embolism.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.